Manufacturer narrative:
Weight:unknown, ethinicity:unknown, race:unknown. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/1.5/166 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. The exchange lens was implanted vertically. Cause is reported as unknown.